Event description:
The following was reported to hamilton medical ag: summary: hard keys are not working.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: the front panel board has been identified to be the faulty component. Replacement of the defective component.